Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during a diagnostic endobronchial ultrasound procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to take the video cable on the back of the EU-me1 and connect to the picture in picture port on the front of the cv-190. Afterwards, ultrasound and endoscopic image were obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was reported by the customer that the phenomenon, ¿no images¿ occurred because EU-me1 was not connected to cv-190 and the ultrasound images were not shown. The phenomenon was resolved by the correct connection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This follow up report is being submitted to include additional information received from the customer. Olympus will continue to monitor complaints for this device.

Event description:
It was further reported by the customer that an evis exera iii xenon light source was unable to display image.